Manufacturer narrative:
Device was not returned, nor would initial reporter respond to our requests for more information. Without being given the lot number or manufacture date, we cannot conduct a thorough investigation, other than confirming that our devices are currently being assembled within specifications.

Event description:
Phasitron separated at weld while in use.